Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: stent was deployed in an unintended site. Device issue: stent dislodgement. It was reported that the pixel stent delivery system (sds) was delivered toward the lesion, but did not cross. Then, the physician pulled to retract the sds, but during removal, the stent dislodged from the balloon and was found in the right iliac artery. The stent got stuck at the tip of the sheath which was engaged in the right femoral artery, and then the stent dislodged and moved to the iliac. The stent was not able to retrieved and it was implanted where it was found. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results and conclusion summation: product performance engineering reviewed the incident info. The mildly tortuous anatomy and mildly calcified lesion likely contributed to the event. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. The difficulty to remove the sds may have occurred as a result of an interaction with the introducer sheath. However, without the sds to examine, no determination can be made as to the root cause of the reported resistance/dislodged stent.